Event description:
The monotube failed to advance properly while the pt was attempting to distract the device. The end containing the lengthening nut began to advance beyond the tube. The monotube was replaced with another red monotube. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary evaluation: evaluation results indicate that the cause of this event would be design related. Corrective action have been implemented. Additional information: based on additional information received, it was determined that this event had been reported in error and is not likely to cause an adverse consequence to a pt.